Event description:
The user facility reported to terumo cardiovascular systems corp that after completion of the procedure, it was discovered that the hercules 360 arm was broken and there were loose parts. This was found during preparation for disinfection. No known impact or consequences to pt.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. The actual device was visually inspected upon receipt, during which it was found to have no missing or broken components. The only noted abnormality with the device was a slight difficulty in tightening. A review of the device history record revealed no anomalies. The difficulty in turning of the handle is likely due to insufficient lubrication of the handle threads during maintenance of the reusable device. The hercules arm IFU states, "for optimal device performance and to maximize useful life, lubrication of the device using steris hinge-free instrument lubricant (or equivalent) per manufacturer's instructions is recommended prior to each device sterilization cycle. Ensure the handle is fully loosened to expose the screw prior to lubrication. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed that after sterilization, it was discovered that the arm could not be unscrewed. This event was originally reported as a broken arm with loose parts that was found during preparation for disinfection.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 03/13/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.